Manufacturer narrative:
UDI number: (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw broke outside of the patient during surgery. The screw was installed, final tightened, and then removed because the surgeon wanted to change the screw's location. It broke after being removed. An alternative screw was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a screw broke outside of the patient during surgery. The screw was installed, final tightened, and then removed because the surgeon wanted to change the screw's location. It broke after being removed. An alternative screw was used to complete the procedure without reported patient impacts.